Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the cgm reading device alerted for a reading of 290 mg/dl. A fingerstick was taken by the patient´s wife, and the blood glucose reading was 41 mg/dl. During that time, the patient was feeling weird, ¿turned grey¿, was very sweaty and eventually passed out on the floor. The patients spouse called an ambulance and while waiting for ems, provided 1 glucose gel. When the paramedics arrived a fingerstick was taken and the cgm reading was 200 mg/dl, and the blood glucose reading was 41 mg/dl. The paramedics provided another 5 glucose gels. The patient was not transported to the hospital, and was monitored at home until he felt better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.